Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the patient's internal jugular, or subclavian vein, the tip of the dilator split. It is not known if this issue caused a delay, however, there was no reported death or complications to the patient as a result of this occurrence. The customer reported this complaint as a "general problem". At this time only this limited information is available and it is not known if further details will follow.